Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had blank display. The customer's blood glucose level was 300mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to electronic assemblies. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack the insulin pump powered up properly and operating currents are within specifications. No black display or hot batteries noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.